Event description:
Customer reported smoke, sparks and a liquid leaking from the coulter lh 500 hematology analyzer. A fire extinguisher was not used. The fire department was not summoned. The operator removed power from the analyzer and contacted beckman coulter field service. The operator located and repaired the source of the liquid leak. The operator wore appropriate personal protective equipment. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The lh500 is listed by csa international to the following standards: ul (B)(4), (B)(4) no. (B)(4), and iec (B)(4). Note: csa is (B)(4) standards association, ul is underwriters laboratories, and iec is international electrotechnical commission. On (B)(4) 2008, the field service engineer identified one of the spade connectors on solenoid 19 was badly corroded due to a liquid leak. According to the operator, that connector was the source of the sparks and smoke. The connector was cleaned and solenoid was replaced. This resolved the problem. The operator had located and repaired a very small leak located above solenoid 19 prior to the service visit. The root cause of the smoke / sparks was a tubing leak located above solenoid 19 which leaked fluid onto the connector. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.